Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on all contacts. The patient was doing well postoperatively.

Manufacturer narrative:
Analysis of sc-2218-50 s/n (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on all contacts. The patient was doing well postoperatively.